Manufacturer narrative:
The patient did not provide any device information.

Event description:
The manufacturer received information alleging a patient's device broke. The patient experienced a stroke and is paralyzed. The clinical team states that based on the information currently provided and available, the reporter states that their CPAP device experienced an unspecified malfunction (CPAP "broke") resulting in a massive stroke and the reporter becoming paralyzed. Review and analysis of the complaint record and the patient harms incurred finds there is no clinical information provided to indicate any causal relationship between the device and the harms reported. Therefore, based on available information these allegations of unspecified device malfunction resulting in patient stroke and paralysis, are assessed as not related to the device in this case. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.